Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 30 mg/dl. Troubleshooting found that the customer inserted the reservoir incorrectly and administered too much insulin. Customer also indicated that there is moisture inside of the reservoir compartment. Troubleshooting found that the pump passed the self test and advised customer on insertion technique. The customer was advised to monitor the pump and call back if any further issues.